Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cause was not determined however a "new box" fixed the issue. Issue has been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting shocking when they are sitting or laying down and they have to turn the implanted neurostimulator off. Agent asked clarifying questions about adaptive stim. Agent asked patient to connect with the controller and controller show setting group a, on program p1 at 2.4v and adaptive stim is on. Agent reviewed adaptive stim function. Patient stated they use adaptive stim all the time when they is walking or standing. Patient mentioned they charge the ins every day or other day. Agent reviewed patient could adjust setting, turn off adaptive stim on/off and consult with hcp ofc for next steps. Agent confirmed patient did not have a fall or trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.